Event description:
It was reported that during the service, the ht70 plus ventilator was found to be inoperative. There was no patient involvement. The service engineer (se) inspected the device and replaced the pump. The unit passed all testing and operates within the manufacturing specifications